Event description:
It was reported that (2) devices were used during a total gastrectomy. It was reported by the affiliate that one tct75 instrument had malformed staples (n51p8v). Another tct75 instrument locked out (n51z9e). Another instrument was used to complete the case. There was no consequence to the pt.